Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was shut down. A field service engineer found that pyxis was shut down on randomly. Fse checked all the pyxis cables and drawer cables and found no issues. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station shutdown in the middle of dispensing medication. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station shutdown in the middle of dispensing medication. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.